Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as reason for revision is unknown. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: subsequent orif/revision procedure. Revision of product due to unknown reasons. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a4; a6; b7; g3; h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; d1; d2; d4; d6; g3; g4; h2.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient underwent a third revision approximately 14 years later due to instability and chronic periprosthetic fracture. During the revision, the surgeon noted that the cerclage wires had all essentially failed with several from the initial fixation found broken. The plate and all cables were removed, and a trochanteric bolt was placed along with new cerclage wires for fixation. The head and liner were also exchanged without complication. The patient continued to experience nonunion following the revision. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: b7; d4; g3; h2; h4.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02508, 0001825034 - 2023 - 02509, 0001825034 - 2023 - 02510. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient underwent a third revision approximately 14 years later for unknown reasons. Attempts have mbeen ade and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Chronic periprosthetic fracture left femur. Issues with stability, fibular allograft applied to some thin bone laterally. No concerns on x-ray, no further complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.